Event description:
It was reported that medication backflow occurred through two (02) unspecified access sets (primary sets) into the primary bag during patient infusion. The primary bag was hung, and the patient had primary intravenous fluid (ivf) running. The unspecified pump was stopped for setup. The secondary line was back primed with ivf before connection to clindamycin bag (secondary bag), connected to y-site of primary set, and the primary bag was lowered using the hook. At that point, the backflow valve appeared to malfunction and caused free flow from secondary line and bubbles entered into the primary bag as the secondary bag emptied. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the actual devices and a photo sample were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing, and priming were performed on the returned samples with a bag of saline; the devices were found to be within the product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.